Manufacturer narrative:
Device will not be returned. If the device or additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient was initially done (B)(6) 2013, brought patient back in (B)(6) 2013 and put in an omega. Patient had bone loss and fracture and couldn't get fixation. Surgeon put in a restoration modular with dall miles cables.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. According to the event description and the list of products only the nail is an implant and was explanted. All other products are instruments. Because there was no information that the instruments failed they were classified as concomitant items. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail kit was documented as faultless prior to distribution. Because the products were not returned and further information like x-rays and surgery reports were not provided an investigation of the issue was not possible and the root cause could not be determined. Based on the event description the nail was removed due to patient conditions; it was not reported that the nail was failed (like breakage). Therefore an implant failure could be excluded. The IFU includes several warnings and adverse effects regarding patient conditions. A more precise evaluation was not possible due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device was not available.

Event description:
It was reported that the patient was initially done (B)(6) 2013, brought patient back in (B)(6) 2013 and put in an omega. Patient had bone loss and fracture and couldn't get fixation. Surgeon put in a restoration modular with dall miles cables.